Manufacturer narrative:
Device evaluation is not necessary as the infection/wound dehiscence is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that at the generator site for a generator implanted a year prior has some skin breakdown, redness, and oozing. Additional information was received that there is pus drainage at the generator site, and these events have been present since the vns was placed. Therefore, the redness and drainage/ oozing appears related to infection, along with wound dehiscence. The manufacturer's device history records were reviewed. Sterility of the generator and lead prior to release was verified. The devices passed all quality control measures prior to distribution. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
It was later reported patient had lead and generator explanted due to pocket infection. No additional relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
The patient had a telemedicine visit with the surgeon, who assessed following a verbal description of the wound site as well as reviewing images of the site, the surgeon does not believe there is any infection. No additional relevant information has been received to date.